Event description:
Pt had seizure disorder and immediately had chills and tingling up and down leg even though machine was worn on right metatarsal. Ebi initially advised pt to expect tingling. This progressed to sensations in chest (like tingling) for full eight hours that machine was worn each day. The stimulator was causing stimulation to reach pt's brain which exacerbated their seizure disorder. Pt had 2 grand mal seizures while driving to work. Cars were involved and pt was not able to work again. Previous eeg had been normal and no seizures had occurred for seven years. Meds were minimal, 3 neurontin 400 mg and occasional phenobarbital (15 mg) as needed. After accident, eeg showed evidence of neurologically abnormal electroencphalogram (12 hour eeg) and meds increased to 4 neurontin (600 mg) and 4 phenobarbital (15 mg) daily. Pt now suffers from memory loss and problems in finding correct words. Stamina and vitality have also been effected. Sensitivity to fluorescent lights cause pt to be unable to function in many business settings. Pt feels this machine needs to have a warning for people with seizure disorder. A study has never been performed on the stimulator's effect on seizure disorders because initial testing was done in the early 70's. Pt is simply asking that a study be done so the public is protected and a generalized warning be written in the manual.